Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no other incidents from this lot. Additionally, it should be noted that the preparation for use section of the rx traveler coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly calcified, mildly tortuous, 99% stenosed diagonal coronary artery. The protective sheath of a 2.00x12mm traveler rx balloon dilatation catheter (bdc) was removed without resistance and the bdc was soaked in saline prior to use. The 2.00x12mm traveler rx bdc was advanced to the lesion without resistance and air aspiration was performed inside of the patient anatomy. An attempt to inflate the balloon was made; however, after 20 seconds at 10 atmospheres the balloon ruptured. The 2.00x12mm traveler rx bdc was removed without resistance and a new traveler rx bdc was used to successfully complete the procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.